Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty procedure, the surgeon tried to remove the screw hole plug and could not unscrew it. It eventually stripped out. No harm to the patient or delay to the procedure was noted. No additional information was provided.

Event description:
No additional information is available to report at this time

Manufacturer narrative:
The complaint was confirmed based on the evaluation of the returned product. Upon visual inspection the hex on the plugs have been stripped out and could not be removed. The thread on the removed plug shows no damage. Due to the inability to remove the plugs no further testing was done. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.